Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the insulin cartridge has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that two days ago the patient's blood glucose (bg) level was 200mg/dl with no signs or symptoms and the past 24 hours the patient's bg was 500mg/dl with severe nausea, vomiting and moderate fatigue. The patient was taken to the emergency room and was treated with intravenous fluids and insulin. The reporter is not familiar with pump or site use as the patient is (B)(6) and does management himself. The reporter stated that the healthcare professional believed the pump is not working properly. Troubleshooting indicated that the settings and basal rates were set correctly. A prime and three unit bolus were completed and drops were coming out. There were no relevant alarms in alarm history, total daily dose is adding up, prime history is adding up correctly, and bolus history revealed correct amount of boluses. The healthcare professional and reporter think that the pump is causing the high bgs. This report is being made due to the patient's blood glucose excursion while on insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up 2 submitted 02/26/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect in insulin delivery was found. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The daily insulin delivery totals were reviewed and were found to correctly reflect the user's programmed basal rates. The black box and alarm history show no errors or alarm related to the complaint, only typical usage was observed. Review of the black box shows the pump was suspended on (B)(4) 2012 at 20:14. Deliveries were not resumed until (B)(4) 2012 at 00:02. Unrelated to this complaint, the black box showed the time and date reset to the default within 15 hours 50 minutes of powering off the pump on 10/21/2013.